Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with damage/dirty found on the strip connector of the meter. Returned test strips no evaluated due to meter inoperability. The root cause is foreign material on the strip connector. Manufacturer contacted customer with follow up phone calls to know whether the dry mouth symptoms persist and ensure the new product replacement solved the initial concern;unable to talk to the customer. Letter was sent.

Event description:
Consumer reported complaint that the meter does not turn on after the strip insertion, customer advice to press the 's' button resulting the meter does turn on. The customer reported symptom of dry mouth, customer will see the doctor today. The customer's expected fasting blood glucose test result range is 110 and 115mg/dl. The customer reported symptom of dry mouth. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/13/2019 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). No recent changes in diet or medication.